Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced an adverse event on (B)(6) 2016. Patient's mother stated that the patient was admitted to the hospital but was uanble to provide further details. It is unknown if the event was related to diabetes or the continuous glucose monitor. Patient's mother declined further contact. No additional event information is available.